Event description:
It was reported that during normal eri changeout, externalized conductors were seen via fluoroscopy. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.